Event description:
Patient's spouse reported right side "increased breast volume", "pain", "moderate amount of fluid", and "capsular contracture" baker grade unknown. Healthcare professional later confirmed capsular contracture baker grade IV. This record is for the left side the device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: seroma-late: unable to observe. Capsular contracture: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient's spouse reported right side "increased breast volume", "pain", "moderate amount of fluid", and "capsular contracture" baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture" and "seroma-late" are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma; capsular contracture, baker grade unknown.

Event description:
Healthcare professional later confirmed capsular contracture baker grade IV. This record is for the left side the device has been explanted.

Event description:
Patient's spouse reported right side "increased breast volume", "pain", "moderate amount of fluid", and "capsular contracture" baker grade unknown. Healthcare professional later confirmed capsular contracture baker grade IV. This record is for the left side the device has been explanted.

Manufacturer narrative:
Corrected data: d.6b.